Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vicmo12.6, -18.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted and removed within the same surgery. There was no patient injury. On (B)(6) 2021 a replacement lens was implanted and the probelm resolved. Cause of event was unknown.